Event description:
It was reported that the level 1 h-1200 fast flow fluid warmer was overheating after the main cpu board was installed. The temperature was 43.1 degrees celsius instead of 40.6 celsius. The customer suspected a bad board/thermistor. This temperature problem was observed during the calibration process. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one printed circuit board was received that was not the same board/serial number as reported. Functional testing involved testing printed circuit board on a test tower. The reported issue was not duplicated, the board was able to be calibrated. Based on the investigation, the complaint allegation was not confirmed.